Event description:
Reference number (B)(4). Event occurred in australia. It was reported that, the patient faced issue with infusion set being kinked on (B)(6) 2024.. The set was kinked within 3 or more hours of insertion after being in use for 7 hours, while the site of insertion was located at abdomen. The issue was resolved by replacing infusion set and resuming insulin.. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.